Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent. There was no report of hospitalization. The same day as event onset the patient was treated with vancomycin injection (2g, every 5th day, intraperitoneal), ceftazidime injection (1gm, once daily, intraperitoneal) and amikacin injection (125mg, once daily, intraperitoneal) for peritonitis. It was reported that two days after the event diagnosis, the patient recovered from peritonitis. Pd therapy was ongoing. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.